Manufacturer narrative:
The instrument was found to have a broken grip cable at the distal end. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken energy cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the problem was first observed intraoperatively when performing dissection. The wire was exposed due to damaged insulation. The cable was broken and cautery was no longer possible. There were no signs of thermal damage at the site of insulation damage.